Event description:
A pt had been administered analgesia and had to be woken due to a hole in the paper wrapping of the instrument trays. Surgery went ahead as planned later in the day.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.